Manufacturer narrative:
The smartdrive device was initially delivered and set up for the end-user on (B)(6) 2021, on the morning of the event. The end-user was reported to use one arm/one leg to propel. The wheelchair was set up with client using one switch (used to engage the smartdrive) in hand, and a second switch was mounted on one of the height adjustable push handles for attendants to assist as needed. Reports provided by the spouse claimed while assisting the end-user through a bathroom doorway later that evening, the spouse inadvertently activated the attendant switch which reportedly caused the end-user to lose positioning and fall to the ground. The end-user was reported to not be wearing any positioning aides when this occurred, and the subsequent fall resulted in a fracture to their left wrist. Inspection of device was performed and was found to remain fully operational with no mechanical or electrical issues being found. It was reported the attendant switch was mounted at a point where it would not interfere with normal use from an attendant and remained secured throughout the event. Interviews conducted with the end-user and their spouse confirmed the event was caused by inadvertent activation of the switch used to engage drive function. Further training was conducted to have the spouse and end-user become more familiar with the product. The DHR was reviewed and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user's spouse was maneuvering the manual wheelchair through a bathroom door, the spouse inadvertently pressed the activation switch for the smartdrive unit. This caused the wheelchair to accelerate, reportedly causing the end-user to lose positioning and fall out of the wheelchair to the ground, resulting in an injury requiring medical intervention.